Event description:
It was reported that the power shut down on the 6800 system and there was no last image hold. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.